Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 72 mg/dl, 75 mg/dl at the time of the incident. The blood glucose was 320 mg/dl. The customer was treated with the bolus for high blood glucose level. The customer was advised to monitor pump. The sensor will not be returned for analysis.